Event description:
The customer alleged a flexible cystoscope was compatible with the sterrad nx unit and was sterilized with an advanced cycle. At the end of this sterilization cycle, the device showed evidence of damage. The cystoscope was placed in the sterrad following the procedure in the manual; it was the only device inside the sterrad nx during this sterilization cycle. The same cystoscope was already sterilized with a sterrad 50 sterilizer without problems for four years. It was repaired only one time. The affiliate stated that the damage was very evident and could not have gone undetected by the user. The user found the deficiency before use. Therefore, the damaged device was not used on patients. No injuries were reported from the event.

Manufacturer narrative:
Damaged device.